Manufacturer narrative:
Product evaluation: the assy fru autovolt s/n (B)(4) was evaluated on june 11, 2018 and noted the packaging in which the vsb was received was undamaged however, the labels were noted to be damaged and the primary packaging (pouch) was open. The external appearance noted no signs of wear and tear. The pca auto volt functional test performed noted initial power on, key switch off was passed and key switch operation failed. Probable root cause: based on the fa report, the probable root cause was determined to be key switch operational issue.

Manufacturer narrative:
The assy fru autovolt s/n (B)(4) was received at the manufacturer on may 03, 2018.

Event description:
It was reported that during preparation for a bph surgical procedure while the patient was sedated the laser would not start. The procedure was not completed. No harm to the patient reported.

Manufacturer narrative:
The device was evaluated and repaired in the field: the voltage select board was found to be defective and replaced. Preventive maintenance was performed on the device. The device was tested and verified to function according to manufacturer's specifications.